Manufacturer narrative:
The cause for the difficulty reported could not be reliably determined as the jaws of the instrument were not returned for evaluation.

Event description:
During an unspecified procedure, the clips did not advance.